Event description:
It was reported that the AED does not perform any tests. They stated the AED fails both the initial test and the manually initiated self-test returning a service code related to the speaker test. They reported that this did not occur during patient use.

Manufacturer narrative:
It was reported that the AED does not perform any tests. They stated the AED fails both the initial test and the manually initiated self-test returning a service code related to the speaker test. Analysis of the AED's log files identified that the customer's failure to promptly address red asi warnings reduced battery life expectancy. As a follow up with the customer, the proper maintenance of this device was reviewed.